Manufacturer narrative:
The device was received for evaluation fully primed and spiked into a 2b2324 solution bag containing approximately 500 ml of solution. Visual inspection showed all 3 y sites were capped with a non-baxter cap. Visual inspection showed no obvious leaks. Functional testing was performed by using an in house 10ml syringe filled with distilled water and attaching it to the top y site and manually depressing the plunger. A leak from the middle y site from under the non-baxter cap was observed. The leak was detected when applying head pressure to the 2c8541 primary set from under the non-baxter cap. This occurred due, to the fact that, the non-baxter cap has a center post which when fixed to a baxter luer activated device (lad) causes activation of the gland. The reported issue was replicated only when the non-baxter cap was attached to the clearlink y site. Therefore, the reported condition was verified. The cause of the condition is due to the non-baxter cap is not compatible with baxter¿s lad. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked. The leak was observed at the "y" port during an infusion of lactated ringers. There was no report of patient injury or medical intervention associated with this event. No additional information is available.